Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had no power due to faulty solenoid and controller boards on the drawer. A field service engineer replaced both controller boards, the solenoid and the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system had no power to device for station sicu1, which hindered the users ability to access medication. This incident did not cause any delays in patient care, as medication was still managed to access from other stations and there was no patient harm. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-nov-2022 to 27- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power due to faulty solenoid and controller boards on the drawer. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported when using the bd pyxis medstation system had no power to device for station sicu1, which hindered the users ability to access medication. This incident did not cause any delays in patient care, as medication was still managed to access from other stations and there was no patient harm. However, there were no adverse events or injuries reported based on this event.